Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 100% stenosed target lesion as located in the moderately tortuous and calcified distal right coronary artery (rca). The 3.50x32mm taxus express2 drug eluting stent (des) was unable to cross the lesion and when the des was withdrawn from the patient, it wsa noticed that the distal stent strut was lifted up. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.